Event description:
Device being used inside the patient (harmonic shear 1136 ref#har1136-25) malfunctioned and stopped working during use and an error presented on the harmonic generator stating "replace instrument". Manufacturer response for harmonic shear, harmonic shear (per site reporter), pending.